Event description:
On (B)(6) 2023 - schirmer's test - 4mm of wetting ou. Temporary punctal plugs placed that day. Pt says that they did not help her dry eye symptoms. Pae reported by hcp, who does not consent to follow up. (B)(6). Reference report: mw5145878.